Event description:
It was reported that the device could not be interrogated. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device could not be interrogated due to end of service (eos), therefore no programming could occur.